Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge. Reportedly, the cartridge was filled with 120 units of insulin. The customer's blood glucose level was 201 mg/dl. The customer successfully added insulin to the existing cartridge and completed the load process successfully.